Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy and raw with some bumps.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an otc cream for the skin irritation patient reported that the irritation is getting better.